Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 8 closed samples and 1 open sample with the thread broken near needle attachment area (thread is not wound on the pack). To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed samples received has been performed and the units are tight. - needle attachment strength results conducted on the closed samples received are 0.56 kgf in average and 0.33 kgf in minimum. The results fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). - we have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.52 kgf in average and 1.44 kgf in (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Taking into account that no other customer complaints have been received concerning this issue for this code-batch and the closed samples fulfill the requirements, we consider that the open sample received is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.39 kgf in average and 0.16 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread tears off the needle when being removed from the blister. There is no patient involvement.